Event description:
Nurse for type 1 diabetic pt using vgo 20 for about 1 year reported to valeritas territory mgr who reported to valeritas customer care, pt was hospitalized with diabetic ketoacidosis. Adverse event assessor spoke with nurse for further investigation of case. Pre-hospitalization a1c 7.1% and bg within normal range for pt until (B)(6); during the day (B)(6) bg rose to 300s. Pt went to work on (B)(6) bg on meter read high which is over 600 mg/dl pt was feeling ill. Pt was taken to ER by co-worker and his bg was 953 mg/dl at 10:30am; the vgo was removed and an IV drip was started and his bg was checked every hour. From the ER the pt was admitted to (B)(6) hosp with a bg of 862 mg/dl; pt was checked for infection and none was found. Pt was discharged on (B)(6) with a bg of 239 mg/dl and taking 33 units of lantus at breakfast and 6 at bedtime with apidra sliding scale at meals. Vgos are not available for technical review. Pt insisted to nurse that vgo did not malfunction in any way. Nurse alleges there must have been a vgo malfunction or failure. The pt recovered without sequelae. Likely contributing cause to the high blood glucose and diabetic ketoacidosis is unk.

Manufacturer narrative:
This MDR is being submitted following our procedure. Pt experienced high blood glucose levels and positive for ketones (dka). Pt was on v-go therapy at the time of hospitalization. Device worn at the time of hospitalization is not available for investigation. There is insufficient information available to determine if the v-go contributed to the event or not.